Manufacturer narrative:
The internal blood leaks were occurred due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed.

Event description:
Customer complaints blood leak during treatment. Bfr 150ml/min/tmp, 50-65mmhg, the blood loss was about 7ml. No patient harm and no medical intervention was necessary.